Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after using a 21 g x 1 1/2 in. Bd eclipse¿ needle with slip tip hub configuration and activating its safety mechanism, the needle came loose and resulted in a contaminated needle stick injury. It is unknown if the nurse received any medical intervention.

Manufacturer narrative:
Additional information: describe event or problem: on (B)(6)2017, bd was informed that the nurse who used the device activated the safety mechanism on a mattress or a closet instead of with her thumb as indicated in the IFU. After this occurred, the nurse threw the device in a safety container and the needle bounced back causing a needle stick injury. Device evaluation: results: thirty retention samples were evaluated for activation and deactivation force. All 30 samples were within specification. A review of the device history record revealed zero defects during manufacturing. However, there were three quality notifications related to extra plastic in pivot (#(B)(4)), not well injected-cav.6 (#(B)(4)), and flash-cav.6 (#(B)(4)). This would probably affect the detached needle. Conclusion: our quality engineer also notes that after reviewing our production and inspection records, we have established that all production and quality processes were carried out normally. We confirm that eclipse needles are evaluated during manufacturing as part of the in-process and final test prior to release and no failures were detected for the reported batch regarding the performance of the safety shield activation. However, based on available information of the issue, a definite root cause for this incident could not be determined due to it is not clear if safely shield was correctly activated.

Event description:
On 5/12/2017, bd was informed that the nurse who used the device activated the safety mechanism on a mattress or a closet instead of with her thumb as indicated in the IFU. After this occurred, the nurse threw the device in a safety container and the needle bounced back causing a needle stick injury.